Event description:
During a baxter eval, it was found that the pump kept shutting off during operation without user input. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed that the pump kept shutting off during operation without user input, due to a failing motor (seizing) drawing excess current. The motor will be replaced.